Event description:
Additional information was received from the medical examiner. The physician stated the patient's cause of death was seizure disorder complicating remote viral encephalitis. It was also noted the vns was not related to the patient's death and that the vns appeared to be doing everything it could possibly do for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical examiner that the patient had been found dead by his mother on (B)(6) 2016. The medical examiner did not know the cause of death at that time, but stated that vns was very low on the list of suspected causes. Product analysis was performed on the returned portions of the lead. The lead body, including a portion of the connector boot containing the model/serial number tag, the electrode array, and the tie downs, were not returned. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except the half setscrew marks observed on the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. X-ray images of the "as received" condition suggest canted spring was partially connected to the connector ring. What appeared to be canted spring indentations were observed on the rear end of the small o-ring. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. However, based on the locations of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks were performed and no discontinuities were identified. Based on the findings in the product analysis lab, there was no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the death. Product analysis for the returned vns generator was completed and there were no performance or any other type of adverse conditions found with the device. Attempts for additional information have been unsuccessful to date.